Manufacturer narrative:
Visual inspection shows that the silicone outer coating and latex balloon was torn near the proximal suture windings. Complaint is confimred for balloon popped.

Event description:
During the saphenous vein harveting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.